Manufacturer narrative:
(B)(4).

Event description:
It was reported "fiber catheter not read, iabp switchedand catheter worked as intended". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "fiber catheter not read, iabp switched and catheter worked as intended". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "fiber catheter not read" is not able to be confirmed. No part was returned to teleflex chelmsford for inv estigation. According to the field service report, the pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.